Event description:
On (B)(6) 2012, the reporter claimed the patient's blood glucose reading was elevated to 511 mg/dl and required medical intervention with insulin drip at the hospital. The incident happened after the patient reportedly was getting the cs alarm. The patient reportedly denied any site/insulin issues. In addition, there was no report of pump or power issues prior to the blood glucose elevation. There is evidence the animas product malfunctioned or that a correlation existed between the patient's incident and a product malfunction. This complaint is being reported due to possible use error and because the patient allegedly received medical intervention for hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump booted with vibration notifications and a blank screen. The pump was opened and the master processor clock circuit was found to be damaged by internal moisture. Corrosion was removed and the circuit was repaired and the pump history was able to be downloaded for review. The download history showed that the pump was delivering normally until a call service 054-000 alarm occurred on (B)(6) 2012. The history showed that the pump was not resumed after the alarm. No further performance testing could be completed due to the internal moisture damage.